Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the valve got stuck in a 16f eshealth plus. The valve was able to be successfully removed from the patient, however, it was reported by the site that the delivery system did snap during removal. A new 16f eshealth plus was prepped and another 29mm sapien 3 ultra resilia valve was successfully implanted in the patient. The patient's outcome was successful, and the patient is in recovery. Images provided by the fcs did confirm that the delivery system was kinked and a flex crack was observed.

Manufacturer narrative:
Investigation is ongoing.